Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 9, but no notable events happened prior. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their health. Technical support provided reset instructions for the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and contact support if the issue reappears, which they acknowledged and understood.